Event description:
The account stated that the cell-dyn 1800 analyzer has generated discrepant results rbc, hgb and hct when compared to the results from a reference lab. The results are from the same pt but on two different specimens. Reference lab results: rbc=2.56 m/ul, hgb=7.5 g/dl. Hct=21.3%. Lab results: rbc=3.19 m/ul, hgb=9.0 g/dl, hct=27.7%. Cta stated that the results are different on two specimens and may be due to different collection samples and different methodologies. There is no impact to pt management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.